Event description:
I would like to advise the FDA about issues with the inspire sleep-apnea device. It did not work for me and I don't think it does for many people despite the hype on their website. I think the approval of this device should be revisited. Also, they do not disclose that this device "pulses" the majority of the night - not just when you are experiencing apnea. It is uncomfortable to say the least. The cost to implant is excessive. The time and cost for pre- and post appointments are also excessive. There are so many issues, I can't believe people are still lining up to get this. They need to be told the truth.